Manufacturer narrative:
(B)(4). Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix distorted. Electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (ipg) (B)(6) 2013; 5086mri implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was further reported that the helix was noted to be bent and thresholds were rising, while impedances were reported as "abnormal." The rv lead was turned off before subsequently being explanted. Pericardial fluid was noted after the operation, but cardiac tamponade was ruled out.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and high impedances. When the physician examined the lead, it was noted that the helix would not retract. The decision was made to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.